Event description:
It was reported that implanted plates and screws were removed because of non-union. The surgeon performed total knee arthroplasty. Reported clinical findings include delayed healing. The patient outcome was good, there was no delay and the procedure was completed successfully. This report is for six unknown screws. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Event date: unknown. This report is for six unknown screws/unknown lots. Partial part numbers provided: there were 4 screws with partial part number of 02.231.2xx and 2 screws with partial part number of 214.8xx. Implant date: exact date unknown; reported as approximately 9 month prior to (B)(6) 2014. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.